Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device's accuracy test was failing. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc d9: date returned to mfg; 3/17/2025 device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed, device passed the testing. The root cause could not be determined.